Manufacturer narrative:
E1: patient city: (B)(6). Patient country: bahrain.

Event description:
Reference number (B)(4). Event occurred in bahrain. It was reported that the patient faced an event of bent cannula with an infusion set after being used for few hours on first day of use. The site of insertion was abdomen. The patient had to be hospitalised for a half day as patient's blood glucose level at the time of event was 18.3 mmol/l. Symptom reported at the time of hospitalization was sick. At the hospital patient was treated by pump. Company do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.